Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the patient presented for an implant procedure. During the surgery, the physician noted blood under the insulation of the atrial lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one-piece measuring 52.5cm. Analysis was completed. The cause of the reported event was due to the outer insulation being cut / damaged consistent with procedural damage. The lead was otherwise normal.